Event description:
It was reported that the device could not be fully retracted. The 85% stenosed target lesion was located in the non-tortuous and non-a calcified vessel. A 190 cm filterwire ez was selected for percutaneous coronary intervention (pci). However, upon device removal, the retrieval system got kinked and would not allow them to fully retract the basket. The device was then removed as one unit, and the procedure was completed with this device. No patient complications were reported.